Event description:
It was reported that the leg extension on the 2800 system could not be removed prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The leg extender latch was rebuilt and adjusted during the service call. The system was tested and found to be working as intended and put back into service.